Event description:
The customer reported his blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. There was pain during pod wear and once the pod was removed he noticed the needle did not retract back into the pod.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure (to retract) or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.